Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# c23aaj0364 egia60avm - egia60avm egia 60 artic vasc med sulu, lot# p3k1105 sigpshell - sig power sigpshell control shell, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy, when attempting to separate the duodenal region, when the tissue was gripped, the screen displayed a graphic with a handle and a red circle with a line going through it. The jaws was then tried to be opened however it would not. An attempt was made to restart the device by pressing the green button on both sides, however, it could not be restarted. The adapter and handle were detached from the jaw and attached again without detachment of tissue, however, the device could not be restarted again. Another handle was then inserted into the shell, connected to the assembly adapter, which restarted the device and the jaws opened. There was no patient injury.